Event description:
The customer reported that the system's dose was too high. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and the dose was adjusted. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.